Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) stem was explanted due to bacteremia. No further patient complications have been reported as a result of this event.